Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was report that an asymptomatic patient presented to the clinic for a follow up after receiving patient notifier. The device was found to be in back up vvi mode. The device code was download successfully and back into normal settings and remains implanted.